Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted photo confirmed damage to the outer silicone jacket of the patient¿s driveline. The submitted photo showed that the silicone jacket was separated near the bend relief of the distal end of the driveline. The underlying bionate appeared unremarkable. Minor shield breakdown was observed; however, this image was inconclusive for any compromises to the integrity of the underlying wires. The patient remains ongoing on heartmate ii lvas, serial number vad-17822 and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline had multiple tears. The plastic bionate and red wire were exposed. The patient stated that there was no interruption to the pump. The manufacturer's technical service representative reviewed the log file and observed no unusual events.